Manufacturer narrative:
The returned device was evaluated, both manual and preset simulation tests passed. Internal examination reveals fluid ingress damage to system board. The device is functioning as designed. No product performance issue identified, based on the investigation above, the customer complaint could not be duplicated.

Event description:
It was reported that the display is not readable. Some segments are not lighting. The unit will engage in monitoring, but can't read the display. There was no known impact or consequence to patient.